Event description:
Boston scientific received information that this pacemaker had reached the elective replacement timeframe. There were no allegations rather an inquiry of replacement and device longevity remaining. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The devices was explanted for normal battery depletion and since has not been returned.